Manufacturer narrative:
Per t:slim x2 user guide: transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use longer than 3 months. No additional patient or event information was available. A root cause could not be determined. Customer was instructed to use a new transmitter.